Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down. System functionality was recoverable. There is not report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The contacts on power supply ps2 were cleaned and the voltage was adjusted to 5.14vdc. The tapping on the transformer was adjusted to 12506 to match the wall outlet voltage, and gib and ffb pcbs were reseated. The system was tested and found to be working as intended and returned to service.